Manufacturer narrative:
The ge rep performed an on site investigation. A circuit board and interconnector cable were replaced. The sys was then found to be operating as intended.

Event description:
The customer reported the sys failed to boot up. There was no report of pt injury.